Event description:
The pt reported inaccurately low blood glucose readings with test strips, lot 1k506a. Some time this week, the pt opened the first bottle of test strips from the first box. Throughout the day, the pt performed 8-10 blood glucose readings using test strips from the bottle and, each time, obtained blood glucose readings in the 19-30 mg/dl range. Because of the lower blood glucose readings, the pt treated for hypoglycemia each time he obtained a lower blood glucose reading (ate bread and drank apple juice). The next day the pt opened the second bottle from the first box and, again, obtained a blood glucose readings in the 19-30 mg/ml range. He then opened the first and second bottles from the second box (also lot 1k506a) and, with a test strip from each bottle, obtained a blood glucose reading in the 19-30 mg/dl range. The pt then opened the first bottle of test strips from a third box of test strips (lot unknown, but not lot 1k506a) and obtained a blood glucose reading in the 114 mg/dl range. The desiccant is in all 5 bottles of test strips. The pt does not have a check strip or normal control solution. The pt's meter was set to the appropriate code when all tests were performed. The pt was unwilling to perform any tests with the rep because he "has been through so much" and is "frustrated". The pt stores the test strips in the kitchen. The pt stated that no seal was present on the first four bottles of test strips upon initial opening. There was a seal present on the fifth bottle (reading in the 114 mg/dl range).